Event description:
Device malfunction: difficult to deploy, difficult to remove, broken locator wings, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a scarred right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, slight resistance was felt after clip deployment. The device could not be removed. The plunger was cycled in and out and a dilator was inserted into the access ports unlocking the thumb advancer, but the device still could not be removed. The device was removed with counter-traction and an assertive pull. Manual compression was applied to achieve hemostasis. After device removal, it was noticed that two of the four locator wings were broken, but remained attached. The clip was deployed on the distal end of the device. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Improper method - against resistance. The instructions for use state under closure procedure step #9, "note: keep the shaft of the device straight while advancing the thumb advancer. Do not advance the thumb advancer against excessive force." The device was received. Investigation is not complete.